Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device in the loading tray with a slight gap between the handle components but still attached to the dcs. The two tabs are observed to be still attached to the male deployment knob. From close observation, both tabs appear to have a hairline fracture at the point where the tab protrudes from the deployment knob. The tip-retrieval mechanism appears intact. The distal edge of the capsule seats flush against the catheter tip when fully advanced. The capsule appears intact with no evidence of damage. The inner member shaft and spindle hub appears intact with no evidence of damage. The device was returned with the end cap/screw gear snap fit connected. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned for analysis. The device was received with a slight gap between the deployment knob components, confirming the reported event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during loading the valve loading, there was greater than usual tension reported while turning the deployment knob before covering the paddles. The tension remained the same and the deployment knob almost split open during the loading. The loading was aborted prior to the knob breaking. No end cap separation or misload were reported. The delivery catheter system (dcs) was not used. A different dcs was used. No adverse patient effects were reported.